Event description:
It was reported that the indicated battery charge on the pump dropped by 40% in a short period of time, resulting in an unexpected shutdown. There was no adverse impact to the customer's blood glucose level. Consequently, the decision was made to replace the pump. The customer was guided on how to put the pump into storage mode before returning it. Technical support also confirmed the shipping address and instructed the customer to return the pump within 10 days using a pre-paid label. Meanwhile, the customer planned to use multiple daily injections (mdi) as a backup therapy to ensure continuous insulin delivery.